Event description:
It was reported the catheter couldn't be removed through a 6fr sheath after an av fistula procedure was completed. The doctor removed everything as a single unit without further complications being reported.